Event description:
On december 18, 2006, the lay patient contacted lifescan (lfs) alleging that the patient's one touch ultra meter was reading inaccurately erratic. The patient obtained results of 190, 212, and 225 mg/dl on the reported meter within 10 minutes of each other before experiencing symptoms. The readings were within precision specifications. He took 10 units of lantus insulin following use of the meter. The patient experienced dizziness and double vision at the time of concern; the time difference between the patient taking insulin and experiencing symptoms was not provided. The patient received assistance from emergency services, a reading of 46 was obtained on another device, and the patient was treated with IV glucose. The customer care advocate (cca) discovered that the patient was not storing the test strips correctly in the test strip vial, which can cause inaccurate readings. The meter, test strips, and control solution were replaced. The complaint is reported because the patient took insulin after testing with incorrectly stored test strips. The patient experienced symptoms and a hypoglycemic reading was obtained by emergency services. The patient was treated with IV glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.